Event description:
I had an anterior interbody lumbar fusion, l5-s1 performed on (B)(6) 2007 by dr (B)(6). Medtronic infuse and lt cages were used in this procedure. I suffered intense inflammation at the fusion site with bladder dysfunction and erectile dysfunction. I would have to urinate 30 times per day after surgery. That issue was very intense for 1 year and at this point has improved but is still a problem. Retrograde ejaculation was also an issue for some time. Reason for use: severe stenosis l5-s1.